Event description:
It was reported that the user¿s freestyle libre 3+ cgm sensor was identified as already in use by another device, preventing connection to the ilet system, and the user was guided to operate in bg run mode with manual blood glucose entries while obtaining a replacement sensor. Symptoms included none reported. Outcomes included no adverse impact to blood glucose control and no need for medical intervention or hospitalization. Investigation included user support, troubleshooting, and education on bg run mode and manual entry. Investigation of this case revealed normal device behavior when a sensor is not available and successful use of manual bg entries every four hours. It was concluded that the event was attributable to use-related factors, specifically the user attempting to utilize the sensor while it remained paired to the libre app rather than the ilet, preventing proper cgm connection. The ilet operated as designed in bg run mode during the interruption.